Manufacturer narrative:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. Investigation: the root cause of the image artifact during abvs study was investigated. Attempts were made to reproduce this problem in house, but the issue could not be reproduced. Therefore, the root cause could not be identified. This report is resubmitted on request by the FDA.

Event description:
It was reported that during a breast ultrasound procedure, the sonographer noted there was an image artifact (vertical bands) on the image. There was a reported delay of 10 minutes for the patient to be rescanned with the same device. There was no patient injury reported. No additional information was provided.